Event description:
During a colonoscopy w/ multiple polypectomies, a cook instinct plus endoscopic clipping device was used. The clip deployed and then came off the tissue; it did not hold onto the tissue like it should. The procedure was successfully completed. This was reported to FDA by the user via medsun report 4900240000-2021-8148. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k192697 investigation evaluation: the product said to be involved was returned in a clear biohazard bag. A lot number was not provided with the return. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
510(k): k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with multiple polypectomies, a cook instinct plus endoscopic clipping device was used. The clip deployed and then came off the tissue; it did not hold onto the tissue like it should. The procedure was successfully completed. Our attempts to collect specific patient outcome information were unsuccessful. Because the complainant stated that there was no clinical consequence to the patient, we can conclude that this information does not reasonably suggest the patient was adversely impacted.